Event description:
It was reported that intermittent resume pump alarms were received when insulin deliveries had not been stopped. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, assistance was required in administering a correction bolus to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.